Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for a supraventricular tachycardia (svt) episode with rapid ventricular response (rvr). Seventeenth bursts of anti-tachycardia pacing (atp) and sixteenth shocks were provided in five different episodes. Therapy was exhausted. Technical services (ts) suggested reprogramming options. In addition, other therapy options were discussed. No adverse patient effects were reported. This crt-d remains in service.